Event description:
It was reported that the patient's catheter broke and was replaced. Following a recent implant, it was stated that "the tubing broke" and the patient wasn't getting medicine for months. The manufacturer device registry indicates that the pump was placed in 2007. It was indicated that the patient would have the pump removed if she was unable to find a new physician to manage the medication in her pump because she was "running out of time". It was reported after 8 years, that the patient was finally in her last 6 months almost pain free. According to the manufacturer device registry, the drug delivered via pump was morphine. Additional information had been requested, but was not available as of the date of this report.

Event description:
Additional information received reported, the medication the patient was receiving via the pump and updated patient status. The healthcare provider (hcp) indicated that the patient was being dismissed from the hcp's care. The hcp notified the patient on (B)(6) 2012 the plan to dismiss and to manage the patient for two months to allow adequate time to find another pain management physician. If the patient had not found another pain management physician after two months, the hcp was going to begin the process of tapering your pain pump and eventually filling the pump with saline. The hcp did not provide any information regarding the catheter break which was reported. The medications in the pump at the patient's refill on (B)(6) 2012 were morphine and bupivicaine. Information later received from the patient indicated the patient was still looking for a hcp and was contemplating having the pump removed. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID, 8709sc lot# serial# (B)(4), implanted: 2007 (B)(6), explanted: 2012 (B)(6), product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).